Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ventricular oversensing on ventricular high rate stored electrograms (egms). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.